Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing and possible oversensing. It was further reported that post implant of the patient's implantable pulse generator (ipg), the patient developed a pericardial effusion. The ra lead and ipg remain in use. No further patient complications have been reported as a result of this event.